Event description:
The patient was receiving multiple pressors when she became acutely hypotensive, requiring boluses of pressors and fluids and increases in her drip rates. During the troubleshooting processes, the team noted that the bed sheets were wet and identified a crack in the stopcock, which was preventing the medication from reaching the patient. The setup was changed out and the patient stabilized quickly and returned to her baseline.